Manufacturer narrative:
According to the gore® excluder® aaa endoprosthesis featuring c3 deployment system instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to occlusion of device or native vessel.

Event description:
On (B)(6) 2013, this patient underwent endovascular repair of an abdominal aortic aneurysm using a gore excluder aaa endoprosthesis. On (B)(6) 2019, the patient presented to the hospital with lower extremity pain. Computed tomography revealed that the proximal end of the trunk-ipsilateral leg component was compressed due to a previously undiagnosed thoracic aortic dissection. The false lumen extended into the abdominal aorta and compressed the true lumen. The physician therefore implanted a gore tag thoracic endoprosthesis (tgu343415) to treat the dissection. The false lumen was closed, and perfusion was restored to the true lumen, and the trunk-ipsilateral leg component fully expanded. The patient tolerated the procedure.